Event description:
This is filed to report the clip opening while locked (cowl). It was reported a patient presented with grade 4 functional mitral regurgitation (mr). A mitraclip xtw was positioned. When the lock line was removed, the clip popped open. The clip was closed down and it opened again upon release. The physician decided to place a mitraclip nt to ensure stability. The mr was reduced to 3. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip opened while locked and clip jumping were unable to be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).